Event description:
It was reported that while using the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: underfilled tubes. Problem with some tubes not being analyzed. Too little blood in the tube. We have tested taking several tubes at the same time. Some can be analyzed but some cannot. Applies regardless of whether it is taken peripherally or in the central port.

Manufacturer narrative:
H.6 investigation summary : bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.